Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for analysis. Insufficient information was received for medical evaluation. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient was revised on a right hip due to pain and infection. This was a poly / head exchange due to pain and possible infection - a wash out was done and a new liner and head were put in.

Event description:
It was reported that patient was revised on a right hip due to pain and infection. This was a poly / head exchange due to pain and possible infection - a wash out was done and a new liner and head were put in.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 18-32-3, lot # 122318, description: delta c-taper head 32mm -2.5. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Kept by patient.